Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history of the consumer and the concomitant medications were not reported. On (B)(6) 2012, the consumer used o.b procomfort regular, one tampon along with the plastic cover, vaginally for menstruation (lot number and expiration date unspecified). On the same day, when she removed the tampon, she noticed some of the plastic wrapper was partially attached to the tampon and the remaining got stuck in her vagina. She inserted another one. She reported that, she had no reaction. The action taken with the device was unknown. The event did not resolve. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation and no lot number was provided with the complaint. Without a valid lot number, the device history record and lot trending cannot be reviewed. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered as reportable malfunction in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.